Manufacturer narrative:
Approximate age of device ¿ 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital due to suspected outflow graft thrombosis. The patient had been treated with pharmacological therapy due to low flow alarms. X-ray images confirmed correct positioning of the bend relief. The patient was stable but sometimes complained of dizziness. Hemolysis was present, and the patient¿s lactate dehydrogenase level was increased by two times the baseline. No additional information was provided.

Manufacturer narrative:
No product was returned for investigation. A correlation between the device and the reported ldh elevation could not be conclusively determined. Analysis of the log file data did not reveal any atypical events and the system showed normal device operation above the low speed limit for the duration of the log files. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.